Manufacturer narrative:
No sample was received. Reviewed by photo. The product code is not present in the artwork of the tyvek. The traceable numbers contained in the tyvek lid artwork are the raw material code and the artwork file number. These numbers will provide traceability to the product code to which they are assigned. There is no quality issues that could be associated with the contents of the component artwork. All quality system documentation is in place and approved to assure that the integrity of the product labeling and its traceability is maintained.

Manufacturer narrative:
(B)(4). The photo of product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and topical skin adhesive has been used. Before the procedure, the or nurse noticed the product code was not printed on the packaging material of the tyvek. The nurse documenting the device in the patient chart had to leave the or to get the product code. It was also reported that there was no quality issue with the device reported. There were no adverse patient consequences reported. No further information is available.